Event description:
Treatment of a right posterior communicating (p-comm) aneurysm measuring 12mm. During the procedure, it was reported that the pipeline would not open proximally when it was deployed around a turn so it was corked and removed from the patient. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event was returned for evaluation and the pipeline was found damaged with clotted blood at one end. This likely prevented the pipeline from fully opening. (B)(4).